Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11 no product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Revision notes provided state that the patient underwent revision surgery for device loosening during the surgery they found that the anchor plug was no longer attached to the spindle. The anchor plug and distal threads appeared to be completely intact. The bone was much thicker and more robust than upon implant. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. This complaint is confirmed via medical records provided. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, e1, e2, e3, g1, g2, g3, g6, h1, h2, and h11.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 medical devices: transdermal compress spindle st 38mm 800lb catalog#: 110045692 lot#: rm2665. Cps transverse pin 6pk 28mm catalog#: 178526 lot#: 65985249. Cps centering sleeve 16mm catalog#: 178538 lot#: 609310. Cps nut co-cr-mo alloy catalog#: 178512 lot#: 65766784. Trnsdrm cmp spndl plug catalog#: 110045695 lot#: rm033t. Trnsdrm cmp osti spdl clr 38mm catalog#: 110045681 lot#: rm590t. Trnsdrm cmp adptr size 2 catalog#: 110045676 lot#: rm027t. Trnsdrm cmp adptr plug catalog#: 110045679 lot#: rm031t. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported via ide study that a patient underwent a knee procedure. Subsequently, patient was revised approximately four months later due to pain and loosening. It was noted intra-operatively that the anchor plug was no longer attached to the spindle. No further information has been provided at this time.